Event description:
Report received of an incident involving a primary piggyback set where there was a backflow of IV fluid from the secondary set into the primary bag. It was reported that a secondary set was connected to infuse pepcid 20mg in 50ml. The clinician noted the problem with the flow immediately. The secondary set was discontinued and removed from the secondary bag. The clinician then removed the primary bag and spiked the primary set directly into the pepcid bag and infused the drug. It was reported that there was a slight delay but the patient received the full dose of the drug. There was no report of any adverse patient effect. Although requested, no additional information was provided.